Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic nephrectomy, a clip was unable to load into jaws of an applier. When md attempted loading the applier with the same clip again, he noticed that the clip was chipped. No clip fell in the patient.

Event description:
It was reported that during laparoscopic nephrectomy, a clip was unable to load into jaws of an applier. When md attempted loading the applier with the same clip again, he noticed that the clip was chipped. No clip fell in the patient.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. Two loose clips were returned. The clip cartridge was not returned. The returned clips were visually examined with and without magnification. Visual examination of the returned clips revealed that one of them was returned with the hook broken off. The other clip was intact, but opened. On the intact clip, it was found that there is an indication of mis-molding near the hook which could cause the hook to break upon application. Reference file (B)(4) for investigation photos. Functional inspection was performed on the intact clip that was returned. A lab inventory clip applier was used. The clip was manually loaded into the jaws of the applier and an attempt was made to attach the clip to true-max tubing. Upon application of the clip, the hook broke off. The hook broke due to mis-molding of the clip. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance 70017208 has been previously opened to further investigate this issue. Other remarks: the IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." There was indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue. The reported complaint of "clip broke" was confirmed based upon the sample received. Two loose clips were returned. One of them had the hook broken off of it. An indication of mis-molding near the hook was found on the other clip which could cause the hook to break upon application. Upon functional inspection of the other clip, the hook broke off when applying the clip to true-max tubing. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue.